Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer's mother stated that her daughter was trying to give a bolus when the act button did not work. The battery was removed and inserted back but it still did not work. The customer had been using lantus to treat. The customer's mother was advised to call back when the pump was available for troubleshooting. The insulin pump was not returned for analysis.